Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the stent dislodged from the balloon occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x12 synergy ii drug-eluting stent was advanced to treat the lesion. The device was delivered through the guide catheter with no resistance in the proximal left main; however, upon exiting the device from the guide catheter unto the left main (lm), the stent stripped off from the balloon. The balloon was then slightly inflated and was pulled back into the guide catheter, capturing the stent. The entire system was removed as one unit and the procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was fine.